Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device completed first and second priming sequences before it was deactivated. No timeouts or drive stalls were observed in the device data. Investigation of the needle mechanism did not find any damages or abnormalities that could cause the device to not deploy the cannula. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. No damages or defects were observed that would result in a needle mechanism failure, a root cause for the reported event could not be determined. Additionally, investigation found an 0xaa alarm in the device data. Indicating total number of ble resets after pod in filled state exceeded threshold. Investigation of the device did not find any damages or abnormalities that could contribute the observed hazard alarm. Therefore, a root cause could not be determined for the observed hazard alarm.